Manufacturer narrative:
The initial report was originally submitted in 2017. The initial report is resubmitted in (B)(6) 2020 as requested by the FDA. The information provided in 2017 has not been modified except: manufacturer contact email type of report (30 days).

Event description:
One year after implantation, the brain pressure of the patient has recently increased, and the doctor suspects that the valve might be occluded.